Event description:
Initial reporting, investigation on-going. Customer had some 160 multi-leaf collimator (mlc) problems, for which repairs were performed. One of the pts at this site suffering from a brain tumour called about the burns at this body (some burns at leg, arm and neck). This pt wondered if the burns at his body could be related to the problem at the 160 mlc. Initial investigation findings indicate the reported burns are not likely related to the earlier mlc motor problems described. Findings thus far do not indicate a potential failure of interlocks which would have prevented delivery of a treatment beam had the collimator leaves not been properly positioned. Additional investigation activities are underway. F/u requests have been placed with the site and oncologist. The customer did not report side effects on other pts.

Manufacturer narrative:
(B)(4).